Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission. Upon review of the transmission, the clinician noted that the device had stored three episodes of non-sustained rv oversensing (nsrvo). It observed that the episodes were caused by the device performing a capacitor maintenance which resulted in double counting of qrs events. Abbott technical support indicated that this is normal device function behavior as no other episodes were present. No intervention has been done as the device remains implanted. No further information is available at this time.